Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly. It was additionally noted that the hanger was broken, the lower case was broken and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and the ventricular connectors of the external pulse generator (epg) were damaged. The epg was returned for service. There was no patient involvement.